Event description:
Received article published on the america surgeon titled "traditional versus early-access grafts for hemodialysis access: a single-institution comparative study" which was conducted with flixene graft (tpvg) and polyurethaneurea vascular access grafts (ptfe). Over the 2-year period, 65 traditional ptfe and 78 tpvg grafts were placed in consecutive groups. With the use of the flixene graft (tpvg), the need for temporary hemodialysis catheters was reduced from 91% to 32%, and one-year overall graft patency was improved from 36% to 77%. The report states 15 cases of infection with ptfe grafts, but only 5 cases with tpvgs.

Manufacturer narrative:
The study includes two different style vascular grafts, one being atrium medical's flixene vascular graft. In summary, the use of the trilaminate ptfe (flixene) graft allowed early access, reduced the need for temporary hemodialysis catheters, decreased overall graft complication rates and significantly improved one-year patency. We are uncertain if any evaluation has been performed on the devices used in the study because no complaints were previously received and no devices were returned to the manufacturer. We are unable to fully investigate this event as no product code, lot number, or sample was available for investigation.